Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) while on home choice (hc) device during use during dwell 3 of 3. The home patient (hp) stated that the hc alarmed se 2240. The hp cycled power and hc alarmed with se 2367. The baxter technical representative (tsr) had the hp cycle power and the hc proceeded to "press go to start". The tsr advised the hp to perform capd to complete the therapy and inform the registered nurse (rn) regarding the alarm. The tsr documented that the hp had a clamp open on an unused supply line. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.